Event description:
It was reported that balloon detachment and un-retrieved device fragment occurred; the patient experienced perforation, blood loss, pain, and vomiting. Both groins were accessed and 5fr sheaths were inserted. The close to 100% stenosed, chronic totally occluded target lesion was located in the non-tortuous and severely calcified right iliac artery in the common-external iliac junction. A 6x60x135 mustang balloon catheter was first used to predilate the area and the balloon was removed without issue. A 8.0 x 60, 135cm mustang balloon catheter was then advanced for further dilatation and was held dilated for 30 seconds before it was deflated. The balloon was pulled out with intense care as to not obstruct the view of the area just treated and then took a subtracted run. A perforation then was detected. The physician re-advanced the same balloon back into position and re-inflated until the stent could be prepped for deployment. When the stent was prepped, the balloon was then deflated. However, during removal the device, the whole balloon came off the shaft. The wire along with the shaft came completely out of the body. The physician re-inserted the guidewire quickly and deployed two 8x59x135 and a 8x39x135 non-boston scientific (bsc) stents, which closed the perforation completely. The detached balloon material was left inside the patient and was trapped to the outer vessel wall by the deployment of stents. The procedure was completed with post-dilatation of a 9x60x75 mustang balloon catheter. The patient experienced pelvic and abdominal pain 8 out of 10, nausea, vomiting, blood loss, somewhat uncontrolled heart rate and blood pressure related to perforation. The patient was given 50mg of fentanyl to treat the pain. The patient was stable but was sent to intensive care unit for close observation.

Manufacturer narrative:
Device evaluated by MFR.: the mustang 8.0 x 60, 135cm, was received for analysis. The device was received with the distal section of the device detached including a section of shaft, markerbands, tip and the entire balloon material. The detached distal section of the device was not returned for analysis. A visual examination found the shaft of the device to be completely detached at approximately 1410mm distal of the strain relief. The shaft also had severe stretching damage beginning at the detachment site and extending for approximately 300mm proximally. This type of damage is consistent with excessive tensile force being applied to the device.